Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager (tm) reported an issue with a microwave probe during a microwave ablation procedure. Prior to placement of the probe, the probe was tested successfully at 100w, for ten minutes. It was reported the patient was sedated during the time of testing. The probe was placed and activated, at which time the generator then displayed a "high reflected power" error message. The doctor did not want to remove and replace the applicator due to the risks of scattering for the patient, as track ablation was not possible. The doctor contacted the tm and stated there was no difficulty accessing the lesion, no possibility of cavity or air bubble around the tip of the needle and every connection was checked by retrieve and then put back in place. It was reported the approximate time for troubleshooting took 45 minutes, and the patient remained under sedation. The generator was also rebooted and the saline pouch was changed. Purge was effective as team described bubbles in cooling tubes. Ultimately, the doctor used another same device and placed it very close and parallel to the nonfunctional one. The ablation was performed successfully and track back was performed with both needles, at the same time. This was performed under echography visualization to cover both tracks of the probes and to minimize the risk of cancer cells scattering. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation. .

Manufacturer narrative:
Returned for evaluation was one solero probe. The probe was connected to the lab testing generator. The device was recognized, and the pump was activated, and the device was primed with water. Test ablations were performed, at which time a high reflected power message was received. An internal evaluation of the device noted moisture on the inside, which would cause an hrp message to occur. The customer's complaint description is confirmed. The root cause was determined to be a manufacturing workmanship deficiency when performing the mcx boot placement step. The device in the complaint was produced prior to the mcx boot placement change and all operators are trained to the current revision, therefor no further action is required. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).